Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 2 months after an intraocular lens (iol) was implanted, it was exchanged for another lens due to patient having diplopia and being dissatisfied with the vision. The replacement lens was a different model. No further complications were reported following the exchange. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the iol was returned in a lens case and carton (carton labeled sn (B)(6). Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Root cause: the product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).